Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a "system error 2240" message that appeared on the display of the homechoice machine during hp's automated peritoneal dialysis (apd) treatment. Reportedly, in the course of troubleshooting it was discovered that during treatment hp disconnected the patient line of the homechoice set from the hp's transfer set without properly pausing treatment. Hp then connected a patient extension line to the used patient line of the homechoice set and reconnected to the hp's transfer set. Shortly after reconnecting, hp received a "system error 2240" alarm and contacted the tsc. Tsc assisted hp in ending treatment early and instructed the hp to complete the hp's therapy by setting up with new supplies. Per hp's rn, no patient injury or medical intervention was associated with this incident.